Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in disconnected mode and users were unable to log in to any station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.